Manufacturer narrative:
The alleged event could not be duplicated during an extensive test ride. The controller fault log contained no errors on the date of incident. The nature of the complaint is unknown.

Event description:
Customer alleges chair bucks and jerks and threw him out and pinned him between the refrigerator for 15 hours.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges chair bucks and jerks and threw him out and pinned him between the refrigerator for 15 hours.